Event description:
A customer requested an RMA for an ec34-i10cl (sn: (B)(4)) video colonoscope, indicating that the suction channel was blocked. The customer stated that a cotton ball got stuck prior to use in the operating room. There was no report of patient/user injury, adverse events, delay in the procedure or a need for medical intervention.

Manufacturer narrative:
The reported suction channel blocked was confirmed through evaluation of the device. Findings noted in the evaluation included broken accessory blocking biopsy t-piece, biopsy inlet t-piece stuck accessory at aft tube, passed dry leak test, passed wet leak test, image spots. The device was refurbished, cleaned, disinfected, rings and seals replaced, and angle adjustments were made, and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.